Event description:
During a hip revision where a restoration modular was used (date (B)(6) 2017), the tip of the 19mm proximal reamer had broken off. This was not noticed during the procedure. During the assessment of the x-rays 2 weeks after the operation ((B)(6) 2017), the x-rays shows an unknown item sitting around the restoration modular stem. The surgeon do not know what the item is, at that time. The operation was not done by himself. The day after, the same surgeon is performing a hip revision operation using restoration modular. During the procedure he noticed that the 19mm proximal reamer is missing its distal part, and he then realized what he has seen on the x-ray the day before. The surgeons has decided not to revise the patient.

Manufacturer narrative:
Additional information: device evaluated by mfg. Reported event: an event regarding crack/fracture involving a 19mm proximal cone reamer was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded "the reamer fracture in overload. Eds showed the reamer was consistent with 455 ph ss. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who rejected for a medical review but x-ray confirms fractured reamer, need patient demographics, need revision operative reports, need serial x-rays and lab and progress notes, and examination of explanted components. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that the tip of the 19mm proximal reamer (62781519 - 19mm proximal conereamer) has broken off. Material analysis of returned device was performed and indicated that the reamer fracture in overload. The provided medical information was submitted to a consulting clinician who rejected for a medical review but x-ray confirms fractured reamer, need patient demographics, need revision operative reports, need serial x-rays and lab and progress notes, and examination of explanted components to investigate the further investigation. If the additional information are received, this investigation will be reopened and re-evaluated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a hip revision where a restoration modular was used (date (B)(6) 2017), the tip of the 19 mm proximal reamer had broken off. This was not noticed during the procedure. During the assessment of the x-rays 2 weeks after the operation ((B)(6) 2017), the x-rays shows an unknown item sitting around the restoration modular stem. The surgeon do not know what the item is, at that time. The operation was not done by himself. The day after, the same surgeon is performing a hip revision operation using restoration modular. During the procedure he noticed that the 19 mm proximal reamer is missing its distal part, and he then realized what he has seen on the x-ray the day before. The surgeons has decided not to revise the patient.